Manufacturer narrative:
The device involved in the event will not be returned for investigation, as it was consumed in the event. Registry information. Another countries' registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries enrollment started in 2006; enrollment closed in 2007. Patients completing 1 year follow-up MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.

Event description:
Information from clinical trial database. Hemorrhage due to external ventricular drainage. Coils used: model number: x-4-10-t10-mc, x-4-10-t10-mc, x-4-5-t10-mc, x-4-5-t10-mc. Product name: nexus morpheus 3-d csr, nexus morpheus 3-d csr, nexus morpheus 3-d csr, nexus morpheus 3-d csr.